Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator blades were found to be stuck in the x-direction. Functionality was restored by adjusting the blades. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not perform image acquisitions and displayed a collimator initialization error message. There was no patient present when this issue was identified. It was recommended that the site reboot the imaging system and disconnect the interface (umbilical) cable to restore functionality, but confirmation of resolution was not provided.